Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, multiple episodes of noise resulting in over-sensing and pacing inhibition were noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the rv lead noise. The patient was stable following this event with no adverse health consequences.